Event description:
The manufacturer received information from uno legal litigation in reference to a recertified/repaired dreamstation CPAP with allegation of nose irritation, respiratory tract irritation, dizziness, headache and asthma (new or worsening). The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that there was no visible foam degradation and unit was corrected.